Manufacturer narrative:
(B)(4).

Event description:
Procedure type: rectopexy. According to the reporter: used for laparo rectum. Balloon broke during procedure. Used another to complete procedure. There was no bleeding reported in excess of 500cc. Tissue damage: unknown. Nothing fell into cavity. Patient status: unknown. Operating room time extension: unknown.